Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The pak was manufactured on august 20, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the vitrectomy tip did not aspirate during a surgical procedure. There was no harm to the patient. Additional information has been requested.